Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a data review was requested for this implantable cardioverter defibrillator (ICD) following recent therapy events. Technical services (ts) assessment indicated that the ventricular rate was faster than the atrial rate, resulting in inappropriate therapy delivery for the two available episodes that had not been overwritten. Multiple bursts of anti-tachycardia pacing (atp) and multiple shocks were delivered; however, complete assessment was limited as many episodes had been overwritten. Ts noted that shock lead impedance was within range, with measurements of approximately 25 ohms. Therapy was not identified to have induced or accelerated arrhythmia, and the rhythm following each shock was noted to be supraventricular tachycardia (svt). Ts recommended programming optimization. This ICD remains in service. No additional adverse patient effects were reported.